Event description:
It was reported that the patient was admitted on (B)(6) 2020 for elevated c-reactive protein (crp) and white blood cell (wbc) count. The elevated crp and wbc levels were reportedly due to a driveline infection. The patient was readmitted on (B)(6) 2020 and transplanted on (B)(6) 2021. The infection symptoms also included redness/drainage. The patient was given antibiotics and ultimately moved up on the transplant list. . The patient is reportedly doing well at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported infection could not be determined through this investigation. The controller event log file contained approximately one day of data. The log file captured several pulsatility index (pi) events. The device operated within the set speed parameters for the duration of the log file. The file appeared to capture the pump operating as intended. There were no unusual events or alarms recorded. It was communicated that the device operated as intended. It was reported that the device will not be returned to abbott, as there was never a question of pump performance. The relevant sections of the device history records for mlp-020971 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 09jun2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for elevated crp and wbc and was having pi events. The elevated crp and wbc were due to a chronic driveline infection that had redness/drainage and the patient was transplanted after being moved up the transplant list. No additional information was provided.